Event description:
A customer observed a negatively biased quality control results using vitros phyt slides on a vitros 5, 1 fs analyzer and a vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There were no patient results reported and there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that negatively biased phyt quality control results were obtained on a vitros 250 analyzer in 2007 and also in 2008. In 2008, a vitros 5, 1 fs analyzer also exhibited negatively biased phyt quality control results. An ocd field engineer made adjustments to the analyzer during the time of the event, that did not resolve the event. Replacement calibrators, controls and reagent were sent to the site as a result of depletion of current stock while troubleshooting. Use of a new lot of calibrators, controls, and reagent has resolved the event. No patient samples were assayed for phyt during the time of the event. There is no allegation of patient harm as a result of this event. The root cause of this event is unknown however the initial slide lot cannot be completely ruled out as the inventory of product at the site was exhausted prior to the resolution of the event.